Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain and cramping on the right side during the trial phase of the implant system. After implantation of the neurostimulator she struggled to feel any stimulation. She met with her healthcare professional and with the company representative. She had surgery to fix her device issue and was in the process of getting the best settings with her device. She was no longer having problems with her device system.